Event description:
It was reported that the pt had no hearing performance during 1, 5 years of the implantation. Diagnostic imaging shows that the active electrode is not in the cochlea. A re-implantation was planned for (B)(6) 2013.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.